Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the pump displayed an ¿unable to proceed¿ message during a supply change and later generated alert 38 indicating a motor stall during tubing fill on two infusion sets from lot 6008882; guidance to restart the pump, perform a dry run without a cartridge, and reattempt the supply change resolved the issue, and education clarified that only the cartridge requires replacement when empty while the infusion set may remain in use per the labeled interval. Symptoms included no adverse clinical effects. Outcomes included successful completion of supply change and continued therapy after troubleshooting and education. Investigation included guided troubleshooting and product use education. Investigation of this case revealed a transient motor stall during fill consistent with a supply-related or setup issue affecting the infusion set/tubing, with no recurring pump malfunction after corrective steps. It was concluded, based on previously established findings for similar reports, that user setup and technique were the most probable contributors.